Event description:
Provider reports that the unit is alarming and shuts down.

Event description:
Provider reports that the unit is alarming and shuts down.

Manufacturer narrative:
(B)(4) - this report is follow up 001 to complete the information.